Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device log was not provided, therefore no review could be performed "the device was not received because it was repaired locally. To solve the issue the power supply board and the kit flex speaker have been replaced. The defective part was received in brézins for investigation. According to our investigation, following a visual inspection, the part was assembled in the agilia sp test device, and maintenance test 9 was performed to check the buzzer and loudspeaker functionality. In infusion mode, error 51 0001 was triggered during the "validation time-out alarm" with the speaker volume set to minimum. The defective speaker kit was then replaced with a functional one and tested under the same conditions, which operated correctly. It is likely that a low-performing speaker kit caused the technical error which confirmed the event. For this complaint the root cause of the reported event of error 51 is related to a faulty speaker kit. To our knowledge this complaint is not being related to patient safety." This complaint is considered as valid the trend is normal the reported risk is lower compared to the estimated risk for this issue as per our local procedure, we initiated an action.

Event description:
The following has been reported: error 51 defective speaker. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.